Event description:
It was reported leaking at the end of the catheter. The patient was already at home with the catheter. Duration of around 3 weeks, the catheter is at the end, the transition to the catheter attachment is leaking. Additional information received 16 march 2024: there was no injury to the patient. Some of the medication did not reach the patient because the catheter appeared to be leaking. The catheter was removed from the patient.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.